Manufacturer narrative:
The additional proglides referenced is being filed under a separate medwatch report. Number the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic angiogram procedure. Reportedly, when attempting to close the access site after the procedure, the knot of the proglide was unable to be advanced completely and hemostasis was not achieved. Another proglide device was attempted; however, there was no blood flow from the marker lumen when positioned in the artery even after flushing. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.